Event description:
The manufacturer received information alleging the internal flow verification test step had failed during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was being evaluated at the third-party) service center for evaluation. During the evaluation it was noted that the devices blower assembly had caused the blower assembly and machine flow sensor had caused the internal flow verification test step to fail. In conclusion, the device's blower assembly and machine flow sensor were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower bellows seal, blower mount, system printed circuit assembly tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing were replaced for contamination unrelated to the reportable issue. The proportional valve, three-way solenoid valve, air inlet foam filter, and muffler assembly were replaced for preventative maintenance unrelated to the reported issue. The device passed all final testing.